Event description:
The customer reported an image blackout with an e315 scope error during preparation for use involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.